Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set block alarms. Patient's blood glucose at the time of issue was high which was treated via bolus. No further information available.